Event description:
Customer reported issues with the insulin pump. Customer states that the buttons of the insulin pump are not working. The blood glucose reading is 119 mg/dl. Nothing further reported.

Manufacturer narrative:
No unresponsive buttons were noted. However, the insulin pump had moisture damage to the keypad traces. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to the prime anomaly. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a scratched reservoir tube window and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.